Manufacturer narrative:
B2: updated to death. B3 / b4 / b5 / b6: describe event or problem was updated. H1 / h2: updated to death. Emdr section h6: updated to reflect additional information. H6: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to, embolism, cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), coagulopathy.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an emergency endovascular treatment for ruptured descending aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag). Two ctags were deployed from the proximal side of the descending aorta to just above the celiac artery. It was confirmed in the final angiography that there was no leakage. Since the celiac artery was not contrasted, the celiac artery was cannulated with a catheter. Then, cardiopulmonary arrest occurred. The patient was successfully resuscitated through cardiac massage, electric shock, and adrenaline administration. When angiography was performed on the celiac artery and superior mesenteric artery, the distal sides were not imaged. Therefore, it was confirmed that embolization occurred in each artery. The patient's vitals were not stable and it was determined that surgical treatment would be difficult, so the patient was kept under observation. The patient developed disseminated intravascular coagulation (dic) due to heart failure and expired on (B)(6) 2024 at around 8:00 pm. The physician stated the following. Since the patient had shaggy aorta, blood clots probably flew into the celiac and sma during tag placement. We believe that the cause of the cardiac arrest was that the patient had undergone CABG via celiac, and blood clots were scattered through the bypass. However, the exact cause is unknown.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to, embolism. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an emergency endovascular treatment for ruptured descending aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag). Two ctags were deployed from the proximal side of the descending aorta to just above the celiac artery. It was confirmed in the final angiography that there was no leakage. Since the celiac artery was not contrasted, the celiac artery was cannulated with a catheter. Then, cardiopulmonary arrest occurred. The patient was successfully resuscitated through cardiac massage, electric shock, and adrenaline administration. When angiography was performed on the celiac artery and superior mesenteric artery, the distal sides were not imaged. Therefore, it was confirmed that embolization occurred in each artery. The patient's vitals were not stable and it was determined that surgical treatment would be difficult, so the patient was kept under observation. The physician stated the following. Since the patient had shaggy aorta, blood clots probably flew into the celiac and sma during tag placement. We believe that the cause of the cardiac arrest was that the patient had undergone CABG via celiac, and blood clots were scattered through the bypass. However, the exact cause is unknown.